Manufacturer narrative:
Per tandem user guide, "always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 534 mg/dl; cause was related to customer not removing air from the cartridge while loading a new cartridge onto the pump. The customer changed infusion set and reverted to an alternate method of insulin therapy to address bg.